Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was capped and replaced due to high thresholds. It was also reported that the rv lead had pulled back from its initial position and was thought to be the reason for what was described as a dramatic increase in threshold measurements. This contributed to unexpected longevity of the implantable pulse generator (ipg) which was explanted and replaced during the lead revision. The patient had complained of dizziness. No patient complications have been reported as a result of this event.